Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty transducers within the assembly (pt 800 and pt 801). This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming "low ve, transducer fault, high peep, and apnea interval error" the exhalation pressure transducer was calibrated and failed. There was no patient involvement at the time of the incident.